Event description:
Customer received a result of 255 mg/dl on the advantage system, and a result of 94 mg/dl on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).